Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during and post rx acculink stent implantation procedure, the patient experienced bradycardia. Atropine was given, but the bradycardia continued. On (B)(6) 2012, the patient was discharged home. On (B)(6) 2012, the patient was re-hospitalized for placement of a permanent pacemaker. There was no adverse sequela and on (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.